Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the images are not displayed due to a failure of the patient board set board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation confirming that the video processor is not compatible with the 180 series scope due to a malfunction in the patient board set. Additionally, it was identified that the video connector latch had experienced wear, resulting in poor connectivity with pigtails. Moreover, a software upgrade for version 3.01 to version 4.10 is required. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was no image on the evis exera iii video system center, and the video processor would not work with the 180 video scopes. The scope was tested in the processor before the diagnostic procedure when the issue was found. To address this, another processor was used and the patient was transferred to another room. There were no reports of patient harm or injury.